Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a high blood glucose (bg) level (600s mg/dl) and diabetic ketoacidosis (dka). The customer was treated with insulin injections and the bg level was monitored. Prior to the hospitalization, the customer delivered a bolus and used insulin injections to address the bg level. The customer did not think that the pump was working as the bg level was not lowering after the bolus and when the customer used insulin injections, the bg level lowered. Tandem technical support had the customer perform a system check using the current supplies and the pump was found to be functioning as expected. Reportedly, the customer used humalog in the cartridge beyond the labeled 48 hours. The customer was discharged on (B)(6) 2016. The reported high bg and dka were resolved.